Event description:
The end user reported an unknown aquacel bandage was applied to his incision site following a knee surgery. Approximately two weeks later, the bandage was removed. Upon removal, the physician reportedly noted the bandage had "eaten away" at the patient's skin. In addition, "the suture line had not healed properly." The patient was later diagnosed with a staph infection which required additional surgeries.

Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No additional patient event details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).